Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual examination of the crimped stent found stent struts on the proximal end of the crimped stent were distorted and lifted upwards from the stent profile. The damage may have occurred while attempting to cross the lesion or during withdrawal of the device from the lesion site where the device may have met a restriction. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The inner was broken at the bi-component bond. The bi-component break was visually evident and appeared as a 5mm separation in the inner during microscopic examination. There was also evidence of stretching to the outer shaft wall. This type of damage is likely to have been caused by excessive tensile forces being applied to the delivery system. As the bi-component bond was evidently broken it would not have been possible to inflate the balloon. The shaft was also kinked at the port bond region. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of stretching. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending(lad) artery. A 2.75x20mm promus element ¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed proximal stent damage.